Manufacturer narrative:
H3: product analysis: evaluation determined that device was overheating and maximum temperature recorded was 155 f. The likely cause was identified as motor bearings are worn. It was also noted that laser markings are illegible, motor runs rough, and drive dog is broken. Date of notification: 2024-july-04. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of overheating. No patient impact reported. Repair request escalated to a product event based on reason for return.